Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. Visual inspection identified that the y-body lock was cracked. This issue has been escalated to CAPA.

Event description:
It was reported that during infusion of an unknown medication an anti-reflux y-sets tubing cracked at the junction of the anti reflex valve. This malfunction resulted in the patient loosing approximately 50 cc's of blood. The patient did not require an intravenous restart or any medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.